Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4) was returned on august 18, and has not yet been evaluated. The consumables used during the event were discarded and the lot numbers are not known. The cine-angiograms images were requested for clinical assessment. The results of the investigation will be included in a follow-up report.

Event description:
The facility reported that during an angiography procedure on a 57-year-old male for non-st-elevation myocardial infarction (nstemi), air was injected into the right coronary artery of the patient. The patient experienced chest pain and cardiac biomarker elevation. The air was injected after the contrast media was changed on the injection system. The user reported there was no air column detected message displayed by the injection system.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6) was returned on september 27, 2022. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. The clinical assessment by the acist medical advisory board member was conducted on (B)(6) 2022, and is as follows: a single bubble was injected into the right coronary artery (rca) following a rca percutaneous coronary intervention (pci). This was following removal of an interventional wire. Therefore, it is possible that air was introduced into the guide sheath just prior to this injection. The air did not appear to obstruct flow; the coronary flow was normal throughout the injection when air entered the vessel and also on the next angio. This report is closed.